Event description:
The customer has reported concern about the following incident, involving company's physiological bedside monitor. In 2003, at approximately 12:30 pm the nursing staff noticed a flat respiration for patient a at the multiview work station (central station monitor), which resulted in decreased oxygen saturation for the patient. The saturation slowly decreased below the lower alarm limit set on the monitor (85%). The customer staff proceeded to check on the condition of the patient and noticed that neither the monitor, nor the central station had yet annunciated an sp02 alarm limit violation, although the oxygen saturation had already fallen below the limit for several seconds. After approx. 20 seconds (with a saturation of 60%), the monitor annunciated a life-threatening alarm on both the bedside and central station monitors.